Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in cf-q160s operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-q160s reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the distal end plastic cover was dented. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that they never used the sigmoidovideoscope since they received it back from repaired and the air channel was blocked. The issue was found at reprocessing. During evaluation, the following reportable issue found that the nozzle was clogged. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.